Manufacturer narrative:
Device was manufactured on 08/30/2011 and has no repair history at zimmer surgical. The device was not returned to zimmer surgical for evaluation and repair. The customer's reported event could not be confirmed and a cause could not be determined.

Event description:
It was initially reported that the zimmer electric dermatome was not removing the skin evenly. Additional clinical follow up determined that the issue was discovered during surgery. There was a patient involvement as the initial graft harvest had minor impact/damage. The surgeon was able to use an alternate method by taking a humby knife to the graft and completing the harvest without any delay. The initial graft was unable and there was no harm to the patient.